Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres and a pinhole was noted. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A 15 mm longitudinal tear was noted in the balloon material extending from the proximal marker band to the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple hypotube kinks.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 10 atmospheres and a pinhole was noted. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.